Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The inner tubing of the first cylinder had a hole with a fluid leak near the proximal cylinder body. This outer tubing of this cylinder and the fabric threads were detached from the bonding joint at the proximal end of the body; the inner tubing remained intact. Both cylinders had sustained damage consistent with explant. Due to this damage, neither cylinder was pressure tested. The pump was visually and microscopically inspected. No leak was observed, but pump poppet rod was found to be misaligned. The pump was functionally tested and it did not pass the priming test. The pump was unable to be functionally tested further. The reservoir was visually and microscopically inspected, and leak tested; the reservoir passed all testing. The cylinder and pump issues identified via analysis likely impacted device function and may have led to device replacement.

Event description:
It was reported that this inflatable penile prosthesis was explanted for an unspecified reason. No patient complications were reported. Analysis of the returned device identified an issue with the returned pump and cylinders.